Event description:
It was reported that a pt underwent a mastectomy procedure on (B)(6) 2010 and a reservoir was connected to a drain in the breast. The reservoir functioned properly for 2 days. After disposing the pt's fluid on (B)(6) 2010, it was difficult to lock the reservoir because the left heat-sealed area got into the locking plate. The surgeon pulled the heat-sealed area from the locking plate, and he could then lock the reservoir. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4), conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.